Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (erbe) the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found errors m-02, 1-88, c-83, and 2-88. Upon visual inspection, an issue was identified that could potentially be related the reported event. Functional testing showed the unit displaying error m-02-3 on startup, and the erbe error log confirmed c-00 and m-02 errors. A review of the erbe internal log additionally revealed errors c-84 and c-00. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting, the integrated electro surgical unit (erbe) had "unit has faulted" message. System logs not available due to onsite not being connected. The technical support engineer (tse) had customer power down the erbe and power cycle the system. Customer powered the system and erbe back up and the issue remains. Tse had customer unplug the external foot pedals and unplug the erbe for 10 seconds. Customer powered the erbe back up and the issue remains. Customer is bringing in a 3rd party generator to complete the case and will call back if they need assistance. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.